Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30033579l number, and no non-conformances related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant bwi products: lasso nav catheter (us catalog # d134301, lot # unknown). (B)(4).

Event description:
It was reported that a male patient underwent a redo atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, patient¿s blood pressure dropped, and it did not respond to drugs administered by the anesthesiologist. Cardiac tamponade was confirmed. A temporary pacemaker, was inserted and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Central venous pressure (cvp) and arterial blood lines were monitored. There¿s no information regarding extended hospitalization, patient¿s outcome or the physician¿s causality opinion. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
On 2/22/2019, additional information about the patient and event was received. It was confirmed the patient was male, weighing 108 kg. Extended hospitalization (2 days) was required as a result of the adverse event. Patient¿s outcome is unknown. Physician¿s opinion regarding the cause of the adverse event is that it occurred during transseptal puncture, but it was presented later in the case while ablating the right superior pulmonary vein. No error messages were observed on any bwi equipment during the procedure. Transseptal puncture was performed with a heartspan needle (catalog no. Fnd01901). The generator was used in power control mode with a temperature cut-off at 50 degrees celsius. The power was apllied between 19-20 watts throughout the procedure. The catheter irrigation was set at 8 ml/min. The patient received anticoagulant (unspecified) during the case with an activated clotting time between 250-300 seconds. Additionally, the lot # of the concomitant lasso nav catheter was provided as 30059004l. Per the information received on 2/22/2019 indicating that the physician considered the adverse event occurred during transseptal puncture while using a non-bwi products, this event is no longer considered MDR-reportable; however, since it was already reported to the FDA, bwi will continue to submit supplemental mdrs to FDA with any updates even though this event is no longer considered MDR reportable. Manufacturer¿s ref # (B)(4).